Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8 mm force bipolar instrument had a lot of "k10250409" but no failure was reported. No fragment fell into the patient. The procedure was completed but the patient outcome was not provided. Isi followed up with the initial reporter and obtained the following additional information: "I am unsure of any of the answers to the other questions as the instrument was cleaned and returned to me with no other information. I noticed the wheel missing on the cartridge and that the wire wire/cable was dislodged". There was a loose cable (cable dislodged but still intact). "This was specified on the original RMA, loose wire intact and wheel missing from cartridge". No material missing or detached from the instrument at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have the grip cable loose at the distal end that was showing out. A loose grip cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and the grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination that would have contributed to the cable breakage. The complaint regarding a loose cable was confirmed by failure analysis. Common causes of broken: proximal instrument grip cables are attributed to damage to the cable during use or during reprocessing.